Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. Tu00vxf-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no complaints with iud string; did not unintended pregnancy or delivery. Concurrent conditions included drug allergy (hives, morphine: nausea) and allergic reaction to analgesics (hives). Concomitant products included levonorgestrel (mirena) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovary cyst"). On (B)(6) 2014, 3 years 3 months after insertion of essure, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had not resolved and the depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - on an unknown date: correct placement; mirena inserted. Ultrasound scan vagina - on an unknown date: mass most cw hemorrhagic cyst negative flow in cys. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in a 32-year-old female patient who had essure (batch no. Tu00vxf not valid, 835439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no complaints with iud string;did not unintended pregnancy or delivery. Concurrent conditions included drug allergy (hives, morphine: nausea) and allergic reaction to analgesics (hives). Concomitant products included diazepam (valium), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2014, levonorgestrel (mirena) since (B)(6) 2014, paracetamol (acetaminophen) and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 3 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovary cyst"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had not resolved and the depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff is currently planning for essure removal. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: unknown. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan - on an unknown date: results: correct placement; mirena inserted. Ultrasound scan vagina - on an unknown date: results: mass most cw hemorrhagic cyst negative flow in cys. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:dysmenorrhea, menorrhagia, pelvic pain. Lot number reported (tu00vxf) is not valid. Lot number:835439 manufacturing date:2011-02 expiration date:2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. Tu00vxf) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no complaints with iud string;did not unintended pregnancy or delivery. Concurrent conditions included drug allergy (hives, morphine: nausea) and allergic reaction to analgesics (hives). Concomitant products included levonorgestrel (mirena) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovary cyst"). On (B)(6) 2014, 3 years 3 months after insertion of essure, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had not resolved and the depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion pregnancy test urine - on an unknown date: negative ultrasound scan - on an unknown date: correct placement; mirena inserted ultrasound scan vagina - on an unknown date: mass most cw hemorrhagic cyst negative flow in cys. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:dysmenorrhea, menorrhagia,pelvic pain. Most recent follow-up information incorporated above includes: on 23-jul-2018: correction performed on (B)(6) 2018: the seriousness criterion "intervention required" was ticked for the event fallopian tube perforation.. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. Tu00vxf) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no complaints with iud string;did not unintended pregnancy or delivery. Concurrent conditions included drug allergy (hives, morphine: nausea) and allergic reaction to analgesics (hives). Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion; pregnancy test urine - on an unknown date: negative; ultrasound scan - on an unknown date: correct placement; mirena inserted; ultrasound scan vagina - on an unknown date: mass most cw hemorrhagic cyst negative flow in cys. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:dysmenorrhea, menorrhagia,pelvic pain. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received - reporter added, lot number added, lab data added, events added as :- fallopian tube perforation, vaginal haemorrhage. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') in a 32-year-old female patient who had essure (batch no. Tu00vxf-not valid, 835439) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no complaints with iud string;did not unintended pregnancy or delivery. Concurrent conditions included drug allergy (hives, morphine: nausea) and allergic reaction to analgesics (hives). Concomitant products included diazepam (valium), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2014, levonorgestrel (mirena) since (B)(6) 2014, paracetamol (acetaminophen) and tramadol since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 3 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovary cyst"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had not resolved and the depression, anxiety and ovarian cyst outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff is currently planning for essure removal. Patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: unknown. Pregnancy test urine - on an unknown date: results: negative. Ultrasound scan - on an unknown date: results: correct placement; mirena inserted. Ultrasound scan vagina - on an unknown date: results: mass most cw hemorrhagic cyst negative flow in cys. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event:dysmenorrhea, menorrhagia,pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number, rcc note added. Seriousness criteria removed for pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.